Event description:
Pt reported experiencing high blood glucose (-400 mg/dl), in 2005. They attempted to self-treat by delivering a 10u bolus; however their blood glucose did not decrease as expected. Pt stated that, shortly thereafter, their blood glucose measured >500 mg/dl. They indicated that, due to their inability to successfully lower blood glucose, they sought treatment at their physician's office. Pt's physician removed the insulin cartridge, from the device, and manually injected the insulin. Their blood glucose immediately began to decrease (value not provided). At the time of the report, pt had already swithched to their back-up device.